Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed but occurrence was likely. No fault was found with the device. The repair was cancelled, and the product was returned to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the screen (front panel display) on the high flow insufflation unit had blacked out. The intended therapeutic laparoscopic procedure was completed with another device and the visera elite video system center with no surgical delay. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.